Event description:
On april 16, 2010, the lay user/pt contacted lifescan (lfs) alleging that her unspecified onetouch meter would not power on. This complaint was classified based on the customer care advocate (cca) documentation. The pt alleged that the product issue began sometime in (B) (6) 2009. It is not known when the pt had tested last and what readings she was obtaining from the alleged meter prior to when the issue started. The cca documented that the pt does not take oral medication or insulin injections to manage her diabetes. The pt confirmed she continued with her usual diabetes routine due to the alleged product issue. A week after the alleged power issue began, the pt reportedly felt dizzy, sick, and passed out. It is not known if the pt was able to test her blood glucose with any meter at the onset of her symptoms. The pt stated that she went to the emergency room (ER) between 9:00-10:00 pm. The pt reported that her blood glucose was tested with the ER meter and obtained a blood glucose result of "32 mg/dl." The pt stated that she was treated with IV fluids. It is not known if the pt was released or was admitted to the hospital. During the troubleshooting session, the cca documented that the pt no longer had the alleged subject meter and testing supplies. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue, allegedly lost consciousness, and reportedly received emergency treatment for symptoms suggestive of severe hypoglycemia after the issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.